Manufacturer narrative:
Batch review performed on 13 june 2019: lot 186015: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 2 weeks from the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout and poly swap and the surgery was completed successfully.